Manufacturer narrative:
The manufacturer previously reported receiving information information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The device was returned to the manufacturer's service center and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.